Event description:
The customer reported that the left monitor was black. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The high voltage cable assembly and the left monitor were replaced. The system was tested and operates as intended.